Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link micro extension set leaked from its connector after it disconnected from an angio catheter. This occurred during a high pressure patient injection of an unspecified solution at a rate of 5 cc per second. There was no report of patient injury or medical intervention associated with this event. No additional information is available.